Event description:
During a right upper extremity arteriovenous shuntogram, upon attempt to retrieve the catheter it was noted that there was a break. The retained intraluminal catheter segment was removed at time of graft revision.